Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope, a whitish foreign material was found inside the jet tube. There were no reports of patient harm.

Event description:
After receiving the technical evaluation report from olympus repair center, two light guide lenses were found with foreign material inside on 22-may-2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported issue could not be identified. The olympus repair center was able to observe the foreign material in the reported device. The event can be detected and prevented in accordance with the following information for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.